Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient fell on her scs ipg site after which time her scs system stopped working. An sjm representative met with the patient and confirmed communication could not be established between external devices and the patient's ipg. Patient will follow-up with her physician as the next course of action to address the issue.